Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Two photos were received for evaluation. Incorrect forming of the tube was observed; the complaint was confirmed. The root cause of the reported issue could be cause by not following properly the checking of the tube width forming fixtures. Actions were taken to mitigate the reported issue: a quality alert was generated to production personnel to explain the importance to adherence or following in the procedure.

Event description:
Information received a smiths medical intubation/portex endobronchial tubes malfunctioned. It was reported the tube was unpacked from sterile packaging and the cuff tested for leakage. The mandrin was then removed for lubrication, when the customer noted that the mandrin glides very slowly ,both before and after applied lubricant. Then the tube was more thoroughly examined it was then discovered a clamping distal to the tracheal cuff. The tube was therefore not attempted used and a new one was retrieved. Pictures were attached. No patient involvement or adverse events reported.